Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2367 (resume error, critical error found) alarm. This alarm occurred during dwell 4 of 5. The home patient (hp) was connected. The technical service representative (tsr) had the hp cycle power, and the hc displayed press go to start. The hp would follow the proper end of therapy procedures and perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.